Event description:
The customer reported that the metal plate from the "adult" paddle adapter assembly broke loose from remainder of paddle when an attempt was made to remove the paddles from the paddle wells. The reported event was not associated with patient use.

Manufacturer narrative:
A replacement adult paddle electrode assembly was provided to the customer. Process changes have been implemented to increase the amount of adhesive to the electrode plate.